Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received ten shocks over a seven-week time period. A review of the data was performed and there appeared to be a reasonable morphology and amplitude and then the signal ramped down and t-wave oversensing occurred. A boston scientific technical services consultant recommended troubleshooting which was performed. X-ray was unremarkable for any significant positional changes with the system. The caller performed automatic setup and alternate vector was chosen. No adverse patient effects were reported.